Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown plates: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation surgery for a fracture of the proximal end of the tibia. During insertion of the screw in question, a burr-like object was generated. Since it was not known whether the burr-like object was generated from the plate or the screw, another screw was inserted. The surgery was completed successfully with no delay. The surgeon¿s opinion was that the plate and screw rubbed against each other, which generated the burr-like object. The surgeon confirmed by x-ray that there were no pieces left in the patient. The surgery was completed without any problems with implant fixation due to the use of an alternative. The patient outcome was reported to be stable. This report involves one unk - plates: trauma this is report 1 of 2 for (B)(4).